Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with pre-syncope, and an on-going vt episode. The options on the device were inactive and the programming changes could not be made. Upon following further instruction, the user was able to re-program the device. The arrhythmia was resolved with noninvasive electrophysiologic programmed stimulation. The patient was in good condition.